Event description:
Customer reportedly received result of 153 mg/dl and 75 mg/dl within 10 mins on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.